Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead. The lead had undefined impedance, no capture causing the patient's heart rate to be low, low sensing values and a rise in threshold. The lead had an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).